Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of catheter, no cardiac output readings is confirmed. Upon functional testing, no cardiac output was noted from the returned catheter, indicating a broken connection or short circuit. The thermistor bead was found broken; therefore, a cardiac output could not be measured. The root cause of the broken thermistor bead is undetermined. The reported complaint is isolated; there are no other confirmed complaints of this finding. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that after placement of the catheter, it was noted by the user that they were unable to measure the pulmonary artery pressure. As a result, the catheter was removed, and another attempt was made with a new catheter successfully. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that after placement of the catheter, it was noted by the user that they were unable to measure the pulmonary artery pressure. As a result, the catheter was removed, and another attempt was made with a new catheter successfully. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.